Event description:
It was reported that erroneous results were obtained on bd max¿ system, bd max¿ instrument. The customer did not report which assay was performed that caused erroneous results. It is unknown if these results were reported out or if there was any patient impact.

Manufacturer narrative:
G.5. PMA/510(k)#: k111860 and k130470. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that erroneous results were obtained on bd max¿ system, bd max¿ instrument. The customer did not report which assay was performed that caused erroneous results. It is unknown if these results were reported out or if there was any patient impact.

Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument had "false positives." Customer reported that they are witnessing suspected false positive results. A bd field service engineer (fse) was dispatched to the customer site to perform an instrument health check where the fse identified the reader on instrument side a as needing replacement. This reader was replaced, and normalization was performed on the newly installed reader. The instrument was qualified and confirmed to be functioning within bd specifications. This complaint is confirmed by service. The root cause was traced to component failure with the instrument reader on side a. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Review of the device history record for this instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument and one additional case was observed on (B)(6) 2023 for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.